Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the posterior, observed void >1 mm in non-textured, valve-to shell-bond area and yellow particles in the shell. Leak test and microscopic analysis were performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed, as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.